Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: daughter has had high blood glucose (bg) levels of 500-567mg/dl for last 2 days, with mild nausea. Bg started to rise when pump continued to reboot 4-5 times today and yesterday. Current bg is 546mg/dl. Dad and patient report pump has been rebooting 4-5 times today and yesterday, states dad thought it was the battery cap and applied foil around the battery cap and then cut the spring on the battery cap to provide more of a connection to the battery itself. Patient states they changed the battery this morning with no improvement. States the battery cap appears to be secure to the pump yellow o ring is not visible. No cracks seen in the casing, threads in battery compartment are intact. No known trauma to pump. Patient states she has been getting verification screen repeatedly for two days, disconnects and primes successfully, battery cap seems to be secure. Battery cap spring is broken; they are not certain about the threads. No moisture noted in battery compartment. Battery cap last changed 5 months ago. She primed the pump successfully, changed her site found no issues. Customer technical support (cts) advised patient to discontinue pump until new battery cap is received, and use an alternate delivery plan. This case is being reported because a patient knowingly used a device with damage affecting functionality and experienced hyperglycemia.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery was on (B)(6) 2013 and the lat bolus was recorded on (B)(6) 2013. The total daily doses added up correctly to reflect the user¿s programmed basal rates. There were no alarms related to the complaint in the history. During evaluation, the battery cap was inspected and no defects were found. The audio bolus button cover was found to be missing, and the button could not be tested. A 10 unit normal bolus was performed and accurately recorded in the pump¿s history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The keypad buttons were tested and no hypersensitivity was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.